Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the sureform 60 stapler instrument installed with the black reload was used for bronchial dissection. After staple fire, three outer staples were not formed and came off. At the time of the issue, the user stated that the system displayed the "tissue too thick to continue" prompt. The surgeon stated that the tissue being stapled was thick. Troubleshooting was performed by replacing into another instrument to complete the surgical task and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: inspection was conducted prior to use. At the time of the event, user confirmed that the tissue too thick to continue was displayed and b type malformed staples were found. The surgeon used 3rd party device (tachosil tissue sealing sheet). No staple line leakage confirmed.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. Intuitive surgical, inc. (Isi) has not received the instruments and reloads involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.